Event description:
A customer contacted beckman coulter inc. (Bci) in regards total bilirubin reagent cartridge leak. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.